Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device did not advise to shock on a rhythm that the users interpreted as ventricular tachycardia. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.